Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the proximal segment of the lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), the outer tubing overlay was melted and had environmental stress cracking, the outer insulation was breached cut, had a white substance, and had a cosmetic depression, and the lead had apparent explant damage.

Event description:
It was reported that the right ventricular lead showed r-wave undersensing. The lead was capped and replaced. There were no patient complications reported as a result of this event.